Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported multiple motor stalls and recoveries occurred and the patient did not recently have an MRI. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.